Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 month 20 days post implant of this 25mm aortic bioprosthetic valve, the patient was admitted for endocarditis. Computed tomography (CT) evaluation showed a mycotic pseudoaneurysm. Initially the patient was treated with antibiotics, which did not resolve the infection and the valve was explanted and replaced (replacement product not specified) approximately 4 months post implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the endocarditis was from streptococcus mitis. If information is provided in the future, a supplemental report will be issued.